Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro remained activated when the toggle switch was not being depressed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The jaw boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it self-activated. The handle on the device was open to verify connection; under magnification, soldering flux was observed on the switch body and actuator of the micro-switch. The flux caused the micro-switch actuator to be stuck in the on position. The following corrective action has been taken to address the solder flux issue: maquet has revised the work instruction for the soldering process (B)(4)/handle assembly (B)(4) to add enhanced visual inspection to the soldering points and the switch contamination with flux. Maquet cardiovascular, llc has initiated recall (B)(4) to address this failure mode. The FDA (B)(4) district recall coordinator has been advised. A notification letter has been sent to this customer. (B)(4).